Event description:
It was reported that the customer experienced elevated blood glucose levels. Reportedly, for the first 3 days of the cartridge being in use his blood glucose levels are within target range, and begin to elevate on the 4th and 7th day of the cartridge being in use.

Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged malfunction reported by the customer could not be duplicated or verified. However, a different symptom was found.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted. T:slim user guide indicates, the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, novolog was tested for up to 72 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog.